Event description:
The pt was revised because of osteolysis and poly wear.

Manufacturer narrative:
Examination of the x-rays provided and the returned insert confirms the reported poly wear and tibial osteolysis. The root cause could not be determined. The need for corrective action was not indicated. The product code is an obsolete item.